Event description:
It was reported that there was difficulty in advancing the 4.0 mm x 26 mm graftmaster stent over the non-abbott guide wire. The stent was able to be implanted. It was reported that the issue may have been with the non-abbott guide wire. Two graftmaster stents were implanted; however failed to completely seal the perforation. The perforation was initially thought to be sealed, however the patient suffered tamponade and a pericardial window was performed. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that after both graftmaster stents were implanted, the perforation was initially thought to be sealed; however, it was not completely sealed. An intra-aortic balloon pump was started and the patient was intubated. The patient was sent to surgery for bypass. However, prior to opening the sternum, the patient coded and CPR was started. The patient's family decided to stop resuscitation at that time and the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances or exceptions for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effect of death, as listed in the graftmaster coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with the use of the graftmaster stent graft in native coronary arteries. In this case, a conclusive cause for the reported leak and a relationship of the product to the reported patient effects, if any, cannot be determined; however there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster referenced is being filed under a separate medwatch report.